Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer stated that it seemed like the esc button was stuck as it does not feel the same as the other buttons. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened esc dome switch. No button error alarms. The insulin pump was received with severely scratches on lcd window and case. The insulin pump was received with stained end cap sticker.